Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error and another pump error alarm. The blood glucose level was unknown. It was stated that there was frozen display and had keypad anomaly. The customer reported that they were unable to clear the alarms. The troubleshooting was performed for pump errors, frozen display and keypad anomaly. The customer was advised the insulin pump will need to be replaced and the customer was also advised they may continue to wear insulin the pump until a replacement arrives. The product will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.force sensor zero offset measured within specific range. Unable to confirm pump error 35 alarm frozen display or keypad anomaly due to constant critical pump error alarm.